Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the distal left anterior descending artery. A 24 x 2.75mm promus premier drug eluting stent was selected for use but it could not cross the lesion. However, it was noted that the stent was dislodge inside the patient. There were no patient complications reported. It was further reported that the stent was not dislodge. It just did not able to cross the lesion. The lesion was prepared with 2.5x15mm emerge balloon catheter, and prior to that with a smaller size of non-bsc nc balloon.

Manufacturer narrative:
Age at the time of event: 18 years or older. E1: initial reporter address 1: (B)(6).

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(6).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the distal left anterior descending artery. A 24 x 2.75mm promus premier drug eluting stent was advanced to treat the lesion. However, the device could not cross the lesion and the stent was dislodged inside the patient. There were no patient complications reported and the patient was stable.